Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a laparoscopic chole procedure the clips were scissoring. The procedure was completed with the device, whenever a good clip would form. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: batch # m92x0p. The analysis results of the er320 device found to have a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. Additionally 8 scissored clips were received inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 scissored clips; in addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.